Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber began forward firing after 35 minutes and 158,774 joules of use. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.